Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue mentioned in b5 was not confirmed. The following findings were also noted during device evaluation: leak from bending section cover, plastic distal end cover insuration test is unable to perform, bending section cover is torn. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause and the cause of the phenomenon ¿device was sterilized without the pressure cap¿ from the information obtained in the investigation results could not be specified. A misuse of users could be assumed. We determined that the reported phenomenon might be prevented by following the instruction manual. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): instructions visera cysto-nephro videoscope olympus cyf type v2 olympus cyf type va2 olympus cyf type v2r chapter 5 reprocessing: general policy chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the flex video scope distal tip of the insertion tube was sterilized without the pressure cap on during reprocessing. There was no report of patient harm or user injury associated with this event.